Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a vibratory alert for nonsustained lead noise episodes. Ventricular events that immediately followed atrial pace pulses were not sensed, leading to competitive ventricular pacing. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.